Manufacturer narrative:
Updated sections: g-4, g-7, h-2, h-3, h-6, h-10. Internal complaint number: tw # (B)(4). The device was returned to the factory on 20-feb-2020 and investigated on 18-mar-2020. The reported hemopro was not returned however the cannula was returned. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the c-ring as well as on the handle. The c-ring on the cannula was observed to have been cut in half longitudinally and melted between the flanking curved areas. The scope wash tubing and the c-ring remained attached to the cannula through the retention rib. No other visual defects were observed. Based on the condition of the device as found, the reported complaint was not confirmed for reported failure ¿material twisted/bent wire" but the analyzed failure "break" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they opened the device box and noticed that one of the jaws was not attached. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they opened the device box and noticed that one of the jaws was not attached. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-6 - patient codes from "no patient involvement" to "no consequences or impact to patient ". Updated sections: g-4, g-7, h-2, h-3, h-6, h-10. Internal complaint number: (B)(4). The harvesting device was returned to the factory on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and evidence of blood and tissue was observed on the jaws as well as on the harvesting device handle. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remaining attached at the base and tip of the hot jaw. A piece of tissue was observed on the tip of the hot jaw. The gray silicone insulation on the cold jaw was observed to be peeled at the center to the tip of the cold jaw, exposing the metal cold jaw. No detachment was observed. The gray silicone insulation on the hot jaw was observed to be intact, no visual defects were observed. No other visual defects were observed. Based on the returned condition of the device, the reported failure "material twisted/bent wire" was confirmed as well as for the analyzed failure "peeled jaw" was confirmed.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they opened the device box and noticed that one of the jaws was not attached. A replacement device was used to complete the procedure. The hospital did not report any patient effects.